Manufacturer narrative:
Initial.

Event description:
It was reported that while pairing a new sensor, the user unintentionally navigated to the fill tubing function while connected to the pump and tubing, believing they were rewinding; they did not press and hold to deliver insulin and confirmed removal of the tubing before proceeding, indicating a use error related to the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an improper procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.